Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted and burned capacitor, designator c76 from the digital pcb assembly. The shorted and burned capacitor caused high current when powered off, which depleted the internal hlc batteries and external charge-pak assembly. The customer received a replacement device.